Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and patients concern with the product.

Event description:
Healthcare professional reported left side implant deflation and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified; creases flat, white particles and opening on posterior. Leak test and microscopic analysis was performed which identified; sharp opening and non- penetrating nick. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on posterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: b.5., d.7., d.4., d.10., h.3., h.4., h.6.

Event description:
Device has been explanted.